Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic hemicolectomy, the device did not fire. Surgeon used another circular s tapler to resolve the issue. No patient injury.